Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device went unresponsive on the screen/buttons and the only way to get it out of that state was to take the battery out and remove from a/c. There was no reported patient involvement.

Manufacturer narrative:
The technician replaced the processor pca, therapy pca, therapy connector, power supply, and power pca to resolve the issue.